Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported while filling the cartridge with insulin the syringe needle was damaged; cause was not reported. Customer changed the syringe needle and cartridge was filled with insulin. There was no reported impact to customer's blood glucose.